Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8358929. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our quality engineers have determined that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima ii units.

Event description:
It was reported that liquid leaked from the bd intima ii¿ IV catheter prn adapter under "high pressure" while injecting the contrast agent. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the patient underwent enhanced chest CT scan. During the injection of contrast agent, the indwelling needle catheter leaked liquid under high pressure."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked from the bd intima ii¿ IV catheter prn adapter under "high pressure" while injecting the contrast agent. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the patient underwent enhanced chest CT scan. During the injection of contrast agent, the indwelling needle catheter leaked liquid under high pressure."